Event description:
The customer notified bd with a reported issue that fluid from the secondary bag which contained mitoxantrone backed up into the primary normal saline bag. The nurse observed the blue color in the primary bag, and the patient's infusion was delayed for thirty minutes while a second set up was obtained. The set had been in use one day at the time of the event. No patient harm occurred.

Manufacturer narrative:
The customer¿s report of tubing back check valve failure was not confirmed. The primary set and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received sets during visual inspection. Functional testing showed no anomalies. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received, and no patient details: dob, age, gender, weight, or diagnosis were available. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event set is 2420-0007, and is one of the following 3 lot numbers. The clinician is not sure which of the 3 is the correct lot number. (2021-11-24 / (10) 18116626; 2022-02-18 / (10) 19023125; 2021-10-12/ (10) 18103069).

Event description:
The customer notified bd with a reported issue that fluid from the secondary bag which contained mitoxantrone backed up into the primary normal saline bag. The nurse observed the blue color in the primary bag, and the patient's infusion was delayed for thirty minutes while a second set up was obtained. The set had been in use one day at the time of the event. No patient harm occurred.